Event description:
It was reported that during an mis procedure that one of the points on the driver tip broke off into the screw. The fragment was retrieved from screw and a back up driver was used to complete the procedure. There was no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the device history review, this complaint is invalid from a manufacturing perspective. The product evaluation visual inspection revealed that an extremely small part of the corner of one of the stardrive points is worn or broken off. Two other tips have very slight deformation on the edges. There are marks on the final approximately 2 to 2.5 mm of the tip showing that it has been engaged into a screw recess. Evaluation of the design indicates that it is acceptable for the intended use and examination of the part shows that it has been used without the torque limiting handle as required. Therefore the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
This device was used for treatment, not diagnosis.lot number was originally reported as 6543880, correct lot number for this device is 6547230.